Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used in the kidney during a ureteroscopy procedure performed on an unknown date. During procedure, a tip of the basket broke off and had to be retrieve from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2022. The complainant was unable to report the device brand name, upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).